Event description:
Hill-rom rec'd a report from the account stating the head section would self-run when the bed is plugged in. The bed was located on 6e at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the hand pendant had a stuck button. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2013 to 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant and the issue was resolved. Based on this information, no further action is required.